Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open septorhinoplasty, the needle was broken at the last step of wound closure. No needle part was remained in the patient's body. A new suture was used to complete the closure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.